Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb cannula handle separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The cannula handle was observed to be broken, exposing the inner portion of the cannula handle. No other visual defects were observed. A photograph was provided from the account. A photographic inspection was conducted. The device was observed to be in the protective plastic covering. The handle was observed to be in two pieces. The accessory tray was observed to be empty, indicating that the protective plastic cover was opened. Based on the return condition of the device the reported failure "break; cannula; handle defective/breakage¿ was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb cannula handle separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.